Event description:
A 28mm diameter x 15 mm diameter x 16.5 cm lentgh aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of abdominal aortic aneurysm. This stent graft was originally implanted under the clinical study. Per this clinical study's approved clinical protocol. Pt follow-up under this terminates after the pt's five-year follow-up visit. Since the pt with this stent is past their five-year follow-up visit, the following info is being communicated to FDA via the medwatch process. Anerysm and vessel morphology at the time of implant are unk. It was reported that there was I cm of aortic neck, which was calcified. Recently the pt presented with a type 1 endoleak that was filing the aneurysm sac and currently the sac measured 7 - 7.5 cm in diameter and the decision was made to explant the stent graft. During explant procedure there were a couple of areas which did not seem to correspond to any lumbar or other vessel leaking into the aorta where there was some recent appearing thrombus which was red in appearance. No additional clinical sequelae were reported. Medtronic recieved the explanted stent graft and its analysis is pending.

Event description:
Evaluation of the explanted stent graft has been completed. This graft was explanted during surgical onversion due to an increaseing aaa of an unknown source. Follow-ups were performed throughout the duration of the implant and showed that the aneurysm diameter had slowly increased throughout this duration, however, the aneurysm remained excluded without evidence of an endoleak until the 5th year, at which time a minimal type 3 endoleak was observed on the right limb. A type 2 endoleak was possibly later suspected, as it was reported that coiling several of the hypogastric branches was performed just prior to explanting. The source of the aneurysm growth appears to remain unclear, as no active endoleak was found at explant. The distal limbs were removed with some resistance as the distal stent grafts had grown into the intima, and the proximal end of the bifurcate was reported to be very adherent to the aortic neck. The source of the earlier reported right iliac type 3 graft leak is uncertain.